Manufacturer narrative:
This report has been identified as (B)(4) the investigation is ongoing at this time. A follow- up will be submitted when the investigation results become available. Note: this report is being filed for an item number that is not sold in the united states, however similar items are sold in the united states by b. Braun medical, inc. Please note, this device is distributed outside the us and no gudid information exists. UDI number (B)(4). Premarket submission # k083689, k142596, k191910.

Event description:
According to the event description: "a drip counter is used. Treatment for contractions is started according to routine at 20 ml/h. The drip is increased every 20 minutes. The drip counter is working and counting down on the vssi. At higher drip speeds, it is noted that the amount of fluid in the drip bag has not decreased. The system is checked. Another drip is in progress. The drip is not considered to have entered it, as the tap is completely closed towards the contractions drip. The drip tap is replaced."

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). The history files were read out and analyzed. No abnormalities were found. The sample was subjected to a visual and functional examination. Visual inspection: during the visual inspection of the infusomat space, all cover caps on the screw pillars on the lower housing part as well as the black production seal were available and undamaged. The device was in a clean state and no damages of the housing parts were found. Functional inspection: as part of the functional check the self-test of the infusomat space could be successfully performed. An infusomat space line could be inserted and was recognized by the pump. After the line selection the delivery mode could be started without any reservations. After the functional test a delivery accuracy measurement according to iec 60601-2-24 was arranged. Here a nominal delivery rate of 100 ml/h was chosen. The assessed mean deviation "a" of the second operating hour was measured with a value of -0,41 %. This value is inside the instruction for use predefined performance characteristic of the device (+-5 %). The test was performed with a connected drop sensor from customer. The downstream sensor, the electronic pressure cut-off and the mechanical pressure limitation were check according to the requirements of the service manual. The device fulfills the required values according to the specifications of the technical safety check (tsc). The device was disassembled, and the inside was investigated. It could be found liquid residues on the emc protection shield, the bottom inner frame and lower housing. No other visible damage was found. The defect could not be confirmed. During a flow measurement no flow deviation could be detected. The device works within our specification. No product deviation. Note: this report is being filed for an item number that is not sold in the united states, however similar items are sold in the united states by b. Braun medical, inc.